Event description:
The manufacturer received information alleging the device failed the system leak verification test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the system leak verification test step during testing. There was no harm or injury reported. Customer site biomed ran a full-service diagnostic test and confirmed the failed system leak verification test step. The oxygen blending module was ordered and replaced to address the issue. Following the replacement, a comprehensive functional test was conducted to confirm that the issue had been fully resolved. The trilogy evo oxygen blending module was returned to the product investigation lab (pil) for additional testing. The oxygen blending module was found to operate as designed without issue when evaluated independently.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the system leak verification test step during testing. There was no harm or injury reported. Customer site biomed ran a full-service diagnostic test and confirmed the failed system leak verification test step. The oxygen blending module was ordered and replaced to address the issue. Following the replacement, a comprehensive functional test was conducted to confirm that the issue had been fully resolved.